Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported peeling appears to be related to case circumstances of the procedure. It is likely during the procedure, the polymer coating became damaged and peeled against the stent and/or balloon catheters used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - device was not available for evaluation

Manufacturer narrative:
The device is returning for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the ht command guide wire was used with a balloon dilatation catheter after stenting of the superficial femoral / popliteal arteries. During stent post-dilatation, it was observed that the polymer coating of the guide wire was peeling. Reportedly, none of the coating was left in the patient and there was no adverse patient effect or a clinically significant delay in the procedure. It was confirmed that there was no additional intervention due to the device issue. No additional information was provided.